Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing air bubbles in the reservoir. Customer's blood glucose reading at the time of the call was 174 mg/dl and has treated with an insulin pump. Customer stated that the high was due to air bubbles. Customer also believes that the issue is with the o rings as that is where the bubbles start from. No further information reported.